Manufacturer narrative:
An event regarding alleged failure to extend involving a jts distal femur was reported. It is confirmed by medical review that the device has not fully extended, however, the reason for not extending of the prosthesis cannot be radiographically identified. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts femoral replacement which was inserted on (B)(6) 2015. The surgeon has reported a number of attempts to extend the implant but was not successful as a result the extension unit of the implant will need to be revised. The x-ray provided has shown the implant has been extended by 11mm which is much shorter than the intended extension of 50mm. However, the reason for not extending of the prosthesis cannot be radiographically identified but the reason for revision can be confirmed. . Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 08th july 2015 with no reported discrepancies. Complaint history review: there have been 10 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As reported: "patient has jts in situ. The first lengthening procedure was performed successfully however the last 4 attempts have been unsuccessful. (B)(6) is aware of potential malfunction and attended one of the attempted lengthening procedures in (B)(6) 2018 where he was able to troubleshoot. Unfortunately further attempts have been unsuccessful and now will need to revise implant."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were 13 other similar events for the reported lot. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains implanted.

Event description:
As reported: "patient has jts in situ. The first lengthening procedure was performed successfully however the last 4 attempts have been unsuccessful. (B)(6) is aware of potential malfunction and attended one of the attempted lengthening procedures in (B)(6) 2018 where he was able to troubleshoot. Unfortunately further attempts have been unsuccessful and now will need to revise implant"